Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports device was working well but now needs to be reprogrammed since has not been controlling symptoms for the past about 2 months. Pt reports had 3 accidents over the past 24 hours. Agent walked pt through connecting to ins. Pt reports communicator has not been charged. Agent walked pt through plugging communicator in to charge. The issue was not resolved through troubleshooting. Pt will call back once communicator is charged to be walked through switching to a different program or increasing therapy strength. The patient called back after charging their communicator. Reviewed how to change programs and increase amplitude. Patient reported they did not feel any stimulation sensation until they increased amplitude above 4.0 and started to feel a lot of pain shooting down their legs. Patient turned therapy off and the pain went away. Patient struggled to use the programmer and communicator so much that ps recommended leaving therapy off until patient can follow up with managing physician to address their concerns and assist with device programming. Patient denied any falls or traumas but mentioned that they had an MRI head scan a couple weeks ago and did not turn therapy off or notify the MRI facility that they had an implanted device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they are still having issues with bladder symptoms, said in the morning their pants are wet which started about 3 months ago. They asked for assistance in making an adjustment. With assistance they connected and increased the setting on current program and it was set to a lower setting than the previous call. They will monitor symptoms for next 3-4 days. Patient to call back if would like assistance with making another adjustment. Per call received from patient, they stated that their device is not working since it didn't wake them on time to go to the bathroom.